Event description:
Cotton pieces at the end of the applicator after it was inserted- vagina [foreign body in reproductive tract]. Cotton pieces at the end of the applicator [device breakage]. Cotton pieces at end of applicator after it was inserted [complication of device insertion]. I can feel it (tampon) each time [sensation of foreign body]. Tampon absorbency is weird, applicator strange and not forgiving [device physical property issue]. Consumer reported via rr that there was cotton pieces at the end of the tampon applicator after tampon was inserted. No serious injury was reported.